Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during aspiration with bd ultra-fine¿ insulin syringe with sterile interior 1ml 0,25mm (31g) x 6mm the hub was discovered to be broken. The following information was provided by the initial reporter: when the drug is measured, the hub is broken.

Event description:
It was reported that during aspiration with bd ultra-fine¿ insulin syringe with sterile interior 1ml 0,25mm (31g) x 6mm the hub was discovered to be broken. The following information was provided by the initial reporter: when the drug is measured, the hub is broken.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023. H6: investigation summary: customer returned (2) 1ml 31ga 6mm syringes loose. When the drug is measured, the hub is broken, and there are a lot of air bubbles in the barrel. The returned syringes were visually inspected and looks like the tip(edge) of the hub was chipped off/melted. Functionality test was performed, and no issues were observed with flow and air bubbles. A review of the device history record was completed for batch# 2199495. All inspections were performed per the applicable operations qc specifications. Based on the return samples, embecta was able to confirm the customer indicated issue. No root cause has been determined. Probable root cause: l2l dispatch for damaged barrels. 153498: barrel loader conveyor broken wings, causing damaged barrels. 153560, 153537: oven jam/damaged barrels. 153515: br printer damaging barrels h3 other text : see h10.